Event description:
It was reported that the material presented resistance when introduced into the blood vessel, causing rupture. There was patient involvement and according to the report, there was damage to the patient which was defined as due to the rupture of the blood vessel. The procedure had to be repeated.

Manufacturer narrative:
E1 phone number: (B)(6). G4 unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.